Manufacturer narrative:
D.4: unique device identifier not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn(B)(6) was performed from the date of manufacture, 21-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist confirmed with the customer that the customer was able to expand the days of notice section to view all the issues and no further investigation was required. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ es server the user logged into healthsight viewer and observed the messages 4 devices requiring full download and 4 failed storage space. No details were provided regarding which devices were affected or which storage spaces had failed. The lack of visibility on the website created significant issues yesterday when attempting to identify a machine that went offline and required a full sync. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.